Event description:
Customer's mother reported via phone call that insulin pump received a battery out limit alarm during a set change. Customer reported to have also received a blank screen display. Customer's blood glucose was over 400 mg/dl. During troubleshooting customer was able to clear alarm. It was also reported that display screen came back. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.